Manufacturer narrative:
Corrected information, as follows: there was/were 1 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of failure to follow instructions. There was/were 1 case(s) with no sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. There was/were 5 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 9 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. (B)(4).

Event description:
This report summarizes e2000003 15 reported events for q3 2017. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 male, 65 year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, 72 year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 male, 81 year old, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, 56 year old, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 1 male, 75 year old, 160lbpatient(s) with reported event(s) of device code scratched material.

Manufacturer narrative:
(B)(4).

Event description:
This report summarizes e2000003 15 reported events for q1 2017. With a patient code of eye injury there was/were 5 reported event(s) of device code break, 1 reported event(s) of device code crack, 2 reported event(s) of device code defective item, 3 reported event(s) of device code device or device component damaged by another device, 1 reported event(s) of device code failure to unfold or unwrap, 3 reported event(s) of device code scratched material, 2 reported event(s) of device code use of device issue.